Manufacturer narrative:
The device has been rec'd by anspach. The device was evaluated and met mfg specifications. The event could not be duplicated therefore the event was not confirmed. If add'l info is rec'd, a supplemental report will be sent.

Event description:
Report rec'd from the USA stating that during routine maintenance the device was "running hot." The device was not used in surgery. There were no injuries reported and no medical intervention was required. There was no add'l info provided.